Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour on the abdomen.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed both priming sequences and deliver 36 pulses, 26 of which were first prime. The download data also showed that timeouts and a drive stall occurred during the priming sequence. The device was paired to a pdm and delivered a 5u bolus without timeouts, drive stalls or alarms. The needle mechanism and drive mechanism were observed and no deficiencies were found that would have caused the device to not deploy. The timeouts and drive stall seen in the original download data caused the first prime to end early there for causing the device to not deploy. No other damages or deficiencies were observed during the investigation.